Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 1 hour of hemodiafiltration treatment with polyflux 170h dialyzer, the patient experienced chest tightness, palpitations, nausea, vomiting, and profuse sweating. The patient was treated with 10mg of dexamethasone and 20ml 50% glucose injection. It was reported that the blood pressure was rechecked and the symptoms had slightly improved. It was reported that the patient had "similar issues the last two sessions." The dialyzer was replaced. There were no further issues after the replacement. No additional information is available.